Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. The catalys system is not an implantable device. Section d6b - explant date: not applicable. The catalys system is not an implantable device; therefore, not explanted. (B)(6) section h3: the catalys was not evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the cos 7 update to the system, the surgeon had six outages within a week while using the catalys laser system. No further details were provided.

Manufacturer narrative:
Correction: in the initial report it was reported that the surgeon had six outages within a week while using the catalys laser system. However during further review it was determined that there was an error in translation from german to english and it wasn't outages that were reported but rather failures with the iris registration. Therefore, the event is no longer considered reportable per our procedures and no further reports will be submitted under report number 3012236936-2024-0002122 h6. Adverse event problem - device code: removed: 4019 - unexpected shutdown; added: 1559 - failure to sense. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.